Manufacturer narrative:
Concomitant medical products: rim flare porous shell catalog no# 536100055 ; lot no# 62720315, femoral stem 12/14 neck taper catalog no# 00771100900 ; lot no# 62577966, durasul standard insert size 38mm i.d. X 55mm o.d. Catalog no# 437638055 ; lot no# 62640439, 25 mm length x 6.5 mm ti fully threaded catalog no# 430107025 ; lot no# unknown. Therapy date: unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and currently being monitored due to pain and has a leg length discrepancy.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: pain/leg length .discrepancy/dislocation. Event description: it was reported that patient underwent left hip arthroplasty and is now experiencing pain and has a leg length discrepancy where her left leg is 1 1/2 inches longer. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using sap rmw: - dislocation, subluxation, abrasive wear due to inadequate head design leads to impingement; limited range of motion not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment - postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem due to excessive wear due to micromotion in taper connection between stem and head (e.g fretting) not possible no metal or pe wear, no aseptic loosening of the stem was reported. - postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem due to pe or metal particle release from articulation or taper connection not possible no metal or pe wear, no aseptic loosening of the stem was reported. - dislocation, subluxation, abrasive wear loosening of components due to tissue impingement prior to proper taper fit possible, cant be proved, therefore cant be excluded. - dislocation, subluxation, abrasive wear due to impingement due to malposition of components (stem, head, cup) possible no x-rays and explants were received. Therefore cant be excluded. - dislocation, subluxation, aseptic loosening of components due to selection of wrong components not possible correct items were selected. - dislocation, subluxation, abrasive wear due to scratches on articular surface during surgery possible, cant be proved, therefore cant be excluded. - failure of connection between stem and ball head, implant breakage, corrosion, metalosis dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper/ (particles between stem taper and ball head taper) possible, cant be proved, therefore cant be excluded. - damaged implant, dislocation, subluxation, abrasive wear loosening of components due to explanted cocr head (with e.g. A damaged taper and/ or scratches on the surface) is reused for new implantation surgery not possible new head was used. - dislocation, subluxation, abrasive wear, leg length discrepancy due to soft tissue laxity possible, soft tissue laxity can lead to dislocations and leg length discrepancy which were reported. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of stem, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products not possible combination was approved. - dislocation, subluxation, aseptic loosening due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant not possible correct items were selected. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of stem due to laser marking not readable in normal lighting conditions leads to use of wrong head not possible correct items were selected. Conclusion: it was reported that patient underwent left hip arthroplasty and is now experiencing pain and has a leg length discrepancy where her left leg is 1 1/2 inches longer. Also according her doctor she is subluxing. No medical data wa received to confirm the reported issues. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. Raw material certificate confirms that the device was manufactured according to the material specifications. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Possible causes for the dislocation include soft tissue laxity, tissue impingement prior to proper taper fit, impingement due to incorrect position of stem/cup, scratches on articular surface during surgery, head being implanted on a damaged stem taper and usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and currently being monitored due to pain and has a leg length discrepancy and is subluxing according to the surgeon. Attempts to obtain additional information have been made; however, no more is available.